Event description:
Medtronic received information that leadscrew anomaly occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Customer reports: they are new on the inpen and it seems that the inpen is not working correctly, the buttons is hard to push and when they dose 4 units it will only shows 2 units. Serial number: (B)(4). Software version: 3.8.5. Color: blue. Battery life remaining: <6 months. Per visual inspection: broken off piece at the return dial was noted. Pen paired successfully to inpen app ((B)(4)). Tried dosing 4.0u slowly holding knob and button together, 6 in a row were displayed correctly in the logbook. Six more attempts of 4.0u dosing very quickly and two logged as 4.5u, unclear if due to dialing. The leadscrew rewind properly. The leadscrew was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. No leadscrew anomalies noted. The return reason code of leadscrew anomaly could not be confirmed. Inpen was cut open, no contamination, no misalignment of encoder contacts and pattern wheel noted. Encoder assembly looks nominal. Incorrect dose sizes may have been due to testing at unrealistically high speed. The customer complaint of a dose log inaccuracy was confirmed via high speed dosing.